Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event on the same day of onset. The patient was treated with vancomycin (1gram, intraperitoneally (ip), and frequency not reported) and imigrit (ip, 250mg and 125mg, 8 hours per day) for peritonitis. Treatment with vancomycin and imigrit was ongoing. The event was ongoing at the time of this report. Eight days after event onset, dianeal therapy was discontinued and hemodialysis was initiated. The patient was discharged from the hospital nine days after onset and was not recovering. No additional information is available.